Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) removed. The physician indicated that the ipp cylinder had ruptured on the side and resulted in perforation of the urethra. A graft was placed to fix the urethra. No further patient complications were reported.